Manufacturer narrative:
The customer replaced central processing unit (cpu) printed circuit board assembly (pcba) board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that while performing preventative maintenance (pm), it was observed that the device is getting error 1104 backup alarm failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and the customer informed that he verified the code 1104 in the significant. It happened about 6 straight times with the same failure. However, for the past couple weeks he was unable to reproduce the error message. The rse recommended to replace the central processing unit (cpu) printed circuit board assembly (pcba) board. Customer will run the unit for a few more hours, and then decide if they will replace the cpu pcba. The investigation is ongoing.